Manufacturer narrative:
Correction: annex a code updated to better reflect customer's reported event.

Event description:
Additional annex a code to be added to the grid.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 3 photos submitted for evaluation. The reported issue of separation other component - leak was confirmed upon inspection of the samples. Analysis of the sample showed that the bd extension, the subassembly of the tube was detached. Bd determined that the cause of the failure was related to the assembly process. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 16cm white - leakage. Some nurses from several wards have noticed that sometimes the product is leaking blood either on the connection point of the tubing with the 3way or at the connection point of tubing with the luer lock end. They noticed that especially when connected to arterial blood, and they have even mentioned 4 incidents when the tubing was detached from the 3way body!